Manufacturer narrative:
(B)(4).

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0969, awareness date 29-aug-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer received essure after having her 5th child. Since then her health had steadily gone downhill. She had severe migraine, bloating, constantly bladder and kidney infections, high blood pressure, weight gain, no sex drive, no energy. She had a dilatation and curettage and an ablation performed, but she was still in pain. She stated she is (B)(6) and is having to have a hysterectomy due to these health problems. The product technical complaint (ptc) investigation and final assessment were received on 21-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. She was submitted to dilatation and curettage (d&c) and endometrial ablation without improvement. She stated she is now having to have a hysterectomy. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abdominal and pelvic pain may occur. In this particular case, consumer stated she had an ablation and d&c but she was still in pain. Endometrial ablation and d&c are usually used to treat women with chronic menorrhagia/ abnormal uterine bleeding. Although pain is not an indication for these procedures; limited information was provided in this case and no alternative explanation for consumer's pain was provided. Therefore, causality with essure cannot be excluded and since these interventions were required; this case was regarded as incident. Additionally, the serious event kidney and bladder infections (unrelated to essure due to their nature) and other non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.